Event description:
It was reported that a cartridge alarm occurred, identified as alarm 20 in the pump history, during the process of loading. There was no information available regarding the customer's blood glucose level at the time of the event. Technical support arranged for the pump to be replaced under warranty, instructed the customer on the return procedure, and confirmed delivery details, though the customer declined to share their backup therapy plan.